Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging atrial fibrillation, congestive heart failure, congestive heart failure, shortness of breath, weakness, blushing when I bend forward hoarseness, poor sleep quality, poor control of sleep apnea, high ahi, restrictive lung disease, thyroid nodules, ataxia, difficulty walking. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.